Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead dislodged due to twiddlers syndrome. The lead was explanted. The patient was in good condition after the event.